Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the ventilator status display was not working. There is no reported harm or immediate patient ventilator transfer.